Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the touchscreen was initially unresponsive, during troubleshooting, the touchscreen responded to presses. Reportedly, the customer continued to use the pump for insulin therapy.